Event description:
It was reported that the customer had high blood glucose levels of 280 mg/dl. The customer a bent sensor from the insulin pump. The customer also reported that the sensor had trouble disengaging from the serter. Troubleshooting was done. The customer mentioned that there was also an event where the sensor of the insulin pump was shorter when it was removed from the body. No additional info was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Also, found the sensor cannula to be damaged and insertion needle to be bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.